Event description:
It was reported that the patient underwent a posterolateral spine surgery on the lumbar region of his spine from l4 to s1 during which rhbmp-2/acs was used. Sometime post op, the patient reportedly began to experience pain that radiates into his hands and feet. He also experiences numbness, tingling, and weakness in his legs and feet. The patient¿s symptoms necessitated a revision surgery at an unknown date. The patient has also reportedly experienced narrowing of the spinal canal with effacement of the thecal sac and impingement of his s1 nerve root, as well as bony overgrowth; the patient now has difficulty ambulating.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2011 the patient underwent x-ray of lower and sacral spine, 2 or 3 views. (B)(6) 2011, (B)(6) 2014, (B)(6) 2015 the patient underwent x-ray of chest, 2 views, front and side. (B)(6) 2011 the patient underwent CT scan of chest. (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015 the patient presented for an office visit. (B)(6) 2013, patient presented for evaluation of dyspnea and reported pain in back and down his legs. (B)(6) 2013, patient presented for evaluation of myocardial ischemia due to dyspnea and risk factors for coronary artery disease. (B)(6) 2013, patient presented with progressively worsening low back pain which increases with movement. (B)(6) 2013 the patient underwent x-ray of knee, 4 or more views. (B)(6) 2013,(B)(6) 2014, (B)(6) 2015, the patient presented for follow up of low back, neck pain and medicine refill. (B)(6) 2015 the patient underwent CT scan of chest and abdomen with contrast. Impression: findings consistent with extensive panlobular emphysema. There are multiple cystic cavities predominantly in the periphery in both lungs. These bullae are larger in the left apex. The typical stigmata of asbestosis is not seen. There are old granulomatous changes. The mediastinal and hilar structures are within normal limits. (B)(6) 2015 the patient underwent MRI scan of lower spinal canal before and after contrast. (B)(6) 2015 the patient underwent ultrasound of head and neck. (B)(6) 2015, patient underwent x-ray of chest. Impression: heart size is normal, aorta is ectatic. There is no evidence of failure or pneumonia.

Event description:
It was reported that on, (B)(6) 2014: patient underwent x-ray of lateral spine due to follow up surgery. Findings: post surgical changes with a single right sided pedicle screw again demonstrated. There are degenerative changes and multilevel laminectomy. No change in alignment. On (B)(6) 2015: patient presented for follow up visit. Examination of the back showed tenderness over the lumbar spine. Impression: chronic low back pain; lumbar post-laminectomy syndrome; lumbar spondylosis. On (B)(6) 2015: patient presented with preoperative diagnosis of lumbar postlaminectomy syndrome and underwent caudal epidural steroid injection. On (B)(6) 2015 : patient underwent MRI of lumbar spine due to low back pain with right leg radiculopathy. Impression: post op changes without anything obviously unexpected, realizing that there is significant obscuration of anatomy from metallic artifact. On (B)(6) 2015: patient presented for follow up visit. Patient does have persistent tenderness across the lower lumbar region specifically over the facet joints. Patient did have a MRI of the lumbar spine, which shows postoperative changes with significant metallic artifact, pretty much making the surgical levels from l4 to s1 difficult to visualize. Assessment: lumbar postlaminectomy syndrome with a history of prior posterior l4 to s1 fusion; lumbago.

Event description:
It was reported that on: (B)(6) 2015 patient presented with following pre-operative diagnosis: past polyps. Procedure performed: colonoscopy, one hot biopsy p olypectomy with ablation of its base, 7 small polyp cautery ablations partial thickness. Post-operative diagnosis: diverticulosis/internal hemorrhoids/ 8 small rectal polyps. On (B)(6) 2015 patient presented for follow-up visit for colonoscopy. On (B)(6) 2005 the patient presented for chest x-rays. Impression: interstitial prominence, may be chronic. On (B)(6) 2005 the patient presented x-rays- spine lumbar region. On (B)(6) 2015 the patient presented with complaint of chronic lower back pain and lower extremity pain. On (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 the patient presented with regard to his chronic pain complaints. The patient requested for medicine refill. On (B)(6) 2016 the patient presented for follow up. Assessment: chronic pain, lumbar radiculopathy, lumbago, lumbar post laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: patient underwent MRI of lumbar spine w/o contrast. Impression: s/p laminectomy, l4 and l5. S/p midline disectomies at l-5 and l5-s1. Small amount of the scar tissue around the proximal right l5 nerve root at the l4-5 level, narrowing on the right at l5-s1. On (B)(6) 2006: patient presented with lower back, leg pain, numbness, tingling and weakness. Impression: severe disc degeneration, l5-s1 and to lesser extent, l4, l5; post laminectomy syndrome; recurrent disc herniation; severe discogenic type lower back pain. On (B)(6) 2006: patient presented for follow up visit of his lower back pain. MRI shows recurrent disc herniation, disc space collapse and stenosis at l4-5 and l5-s1. On (B)(6) 2007: patient presented with preoperative diagnosis: postlaminectomy syndrome; recurrent spinal stenosis, l4-5 and l5-s1; transtitional segment which may alter the numbering in the identification of the above levels; lumbar radiculopathy; severe disk degeneration, l4-5 and l5-s1. Operation: revision laminectomy with bilateral foraminotomies, l4, l5, s1; posterolateral fusion, l4-5, l5-s1; segmental pedicle screw instrumentation, l4, l5, s1; local autograft; rh-bmp2/acs. Per op notes: a 5.5 tap and a 6.5, 40mm length 3d screw was inserted at l4, l5 and s1. Rods wer then measured and contoured to span the left set of screws. Three couplers were attached to the left rod and 3 couplers to the right rod. Rh-bmp2/acs with hydroxyapatite carrier was then packed in the gutter spanning transverse process l4, l5 and the sacral alae. No complications were reported. On (B)(6) 2007: patient presented for follow up visit. Patient underwent x-ray. Impression: healing lumbar laminectomy and fusion. On (B)(6) 2007: patient presented for follow up visit of status post lumbar laminectomy and fusion. Patient has no back pain. On (B)(6) 2007: patient underwent x-ray of the cervical spine which shows foue and five level decompressible laminectomies, 4-5 and s level bilateral pedicle screws and posterior bony spinuous fusions. Fusions graft material is still partially fragmented. Alignment is normal. Minimal spondylosis involves 4-5 and s1 levels. Minimal narrow of the 5-1 disc. On (B)(6) 2007: patient presented for follow up visit of his lower back pain. On (B)(6) 2011: patient presented for follow up visit of his lower back, leg pain. Impression: signs and symptoms consistent with recurrent lumbar radiculopathy; signs and symptoms consistent with degenerative joint disease, bilateral knees. On (B)(6) 2011: patient underwent MRI of l spine. Impression: there is a degree of facet arthropathy and borderline lumbar spinal stenosis at l3-4, above lower lumbar fusion. On (B)(6) 2011: patient presented for follow up visit of his lower back and knees pain. MRI suggests mild junctional stenosis at the l3-l4 level. Impression: metallic soft tissue foreign bodies. On (B)(6) 2011: patient presented for follow up visit of his lower back, leg pain, numbness, tingling and weakness. . Patient underwent MRI scan. Impression: junctional disc degeneration and stenosis adjacent to the previous fusion at the l3-4 level. On (B)(6) 2012: patient presented for follow up visit of his lower back. On (B)(6) 2013: patient presented for follow up visit of his lower back, leg pain, numbness, tingling and weakness. On (B)(6) 2013 patient underwent colonoscopy. On (B)(6) 2013: patient presented for follow up visit. Patient underwent MRI scan. Impression: post laminectomy syndrome; mild junctional stenosis, l3-4; lumbar radiculopathy; neurogenic claudication. Ap and lateral views demonstrate posterior interspinous fusion at l4 through s1 with somewhat transitional s1 vertebral body. There is exuberant bone formation involving the posterolateral fusion. Possibly some narrowing of the foramen at l4-5 and l5-s1 levels. Mild demineralization. Patient underwent MRI of the lumbar spine without contrast. Impression: postoperative changes, compatible with posterior spinal fusion, extending from l4 to s1. Similar to prior examination. Mild multilevel neural foraminal narrowing related to contribution from small diffuse disc bulges and facet arthropathy. On (B)(6) 2013: patient presented with post laminectomy syndrome, junctional stenosis, retained lumbar hardware, lumbar radiculopathy. Operation: removal of posterolateral hardware l4, l5, s1; exploration of lumbar fusion; hermilaminectomy l3-4. Patient tolerated the procedure well. On (B)(6) 2013: patient presented for follow up of his lower back. On (B)(6) 2013: patient underwent x-ray of lumbar region. Impression: s/p posterior decompression, instrumentation and fusion with removal of hardware and no complications the patient presently compliants of excruciating back pain, numbness and cute pain from waist to feet. Patient has difficulty standing for long periods of time.patient is unable to lift heavy objects. On (B)(6) 2015: patient underwent colonoscopy procedure.

Manufacturer narrative:
.

Event description:
It was reported that on: (B)(6) 1975: the patient underwent x rays of the left hip, thigh and lower arms. X ray examination of the left femur area showed numerous metallic buckshots in the soft tissue about the shaft of the femur. No fractures could be seen. X ray examination of the right radius and ulna and the proximal hand showed one metallic buckshot in the palmar aspect of the right hand. X ray examination of the left radius and ulna and proximal hand showed no buckshots. On (B)(6) 1980: the patient underwent x rays of the left hand. There was no dislocation at the metacarpo-phalangeal joint. There did not appear to be any accompanying fracture. On (B)(6) 1982, (B)(6) 1984: the patient underwent x rays of the chest. No abnormalities were evident. On (B)(6) 1985: the patient underwent x rays of the left shoulder. The views are unremarkable except for a double density superimposed on the acromial portion of the ac joint. On (B)(6) 1996: the patient underwent chest x ray for the indication of positive "ppd". Posterior anterior view of the chest showed a normal cardiomediastinal silhouette. There is no hilar or mediastinal adenopathy. A 4mm granulomatous calcification is noted in the left mid-lung field. Scarring is present bat the right lung base. There are no segmental infiltrates or effusions. On (B)(6) 1998: the patient underwent x rays. Impression: the x-ray is negative with no evidence of pneumoconiosis. On (B)(6) 2000: the patient underwent polysomnogram due to rule out sleep apnea and loud snoring. Impression: obstructive sleep apnea moderate and associated with mild oxygen desaturations and disruptions of sleep architecture. On (B)(6) 2002: the patient underwent scrotal ultrasound due to history of mass. Impression: there is a small epididymal cyst adjacent to the right testicle measuring approximately 4 mm in diameter. No testicular mass is identified. No inflammatory process is appreciated. On (B)(6) 2003: the patient underwent x rays of the lumbosacral spine. Impression: there are degenerative changes including some chronic disc disease of the lower lumbar spine. Si joints are patent and show no evidence of significant offset or asymmetry. An acute osseous abnormality is not identified. On (B)(6) 2003: the patient presented for an office visit due to back pain. The back pain was persistent and severe. On (B)(6) 2003: the patient underwent MRI of the lumbosacral spine due to low back pain for 2 weeks, bilateral leg pain, worse on the right. Impression: there is broad base bulging of disk at l4-5, as well as broad base protrusion of disk at l5-s1 in conjunction with degenerative changes of the end plates. This results in encroachment of the right lateral recess at the l4-5 level potentially affecting the l5 nerve root. There is encroachment of both lateral recesses at l5-s1 potentially affecting both s1 nerve roots. On (B)(6) 2004: the patient presented with the following preoperative diagnoses: lumbar spondylolisthesis . Lumbar degenerative disc disease. Lumbar facet syndrome. The patient underwent lumbar epidural steroid injection. The patient underwent fluoroscopy for pain management. On (B)(6) 2006: patient underwent MRI of lumbar spine w/o contrast. Impression: s/p laminectomy, l4 and l5. S/p midline disectomies at l-5 and l5-s1. Small amount of the scar tissue around the proximal right l5 nerve root at the l4-5 level, narrowing on the right at l5-s1. The patient also underwent x rays of the chest which showed some coarse markings in the lung bases, probably due to some mild pulmonary fibrosis. The cardiothoracic structures are otherwise unremarkable. No acute process was seen. The patient also underwent MRI scan of the lumbar spine without enhancement. Impression: diffuse bulging of the l4-l5 disk resulting in central canal and subarticular recess narrowing at the level of the disk. Impingement upon the traversing nerve roots is suspected. There is degenerative disk disease and spondylosis at l5-s1 with a midline disk protrusion. At this level as well, there is central canal and bilateral subarticular recess narrowing. No foraminal narrowing. On (B)(6) 2006: the patient underwent x rays of the chest. On (B)(6) 2007: the patient presented with preoperative diagnosis of heme-positive stool and underwent esophagogastroduodenoscopy with biopsy to rule out helicobacter pylori followed by colonoscopy, 4 partial thickness polyp ablations and one hot biopsy polypectomy in the rectum. The following postoperative diagnosis was made: gastritis with erosions2. Clear duodenum. Diverticulosis. Five rectosigmoid polyps. Mild internal hemorrhoids. On (B)(6) 2008: the patient presented with preoperative diagnosis of diverticulosis, twelve rectosigmoid polyps and mild internal hemorrhoids and underwent colonoscopy. On (B)(6) 2009: the patient underwent x rays of the chest due to flu like symptoms. Impression: chronic interstitial changes. Linear fibrotic changes in the lower lungs. No definite acute infiltrate. On (B)(6) 2011 the patient underwent x-ray of lower and sacral spine, 2 or 3 views. The patient underwent x rays of the lumbar spine due to indication of back injury. Impression: evidence of l4-s1 laminectomy with fusion. Stable alignment of the lumbar spine. No compression abnormalities. On (B)(6) 2012: the patient presented with a history of polyps and underwent colonoscopy, 4 partial thickness cautery ablations with polyps smaller than the biopsy forceps, 1 hot biopsy polypectomy with the base partial-thickness cautery ablated of another polyp still slightly smaller than the biopsy forceps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2007 patient presented for office visit. On (B)(6) 2007 patient underwent adenosine nuclear stress test. Conclusion: probably normal adenosine nuclear stress test. The borderline change in the basilar lateral wall is probably due to patient motion. There is no evidence for significant reversible myocardial ischemia;" normal left ventricular function. On (B)(6) 2007 patient underwent ECG examination. On (B)(6) 2007: patient underwent echocardiography. Conclusion: normal left ventricular systolic function; normal diastolic function; grossly normal valvular function (B)(6) 2007 patient presented for office visit. On (B)(6) 2008 patient presented for office visit. 10/20/2011:patient underwent x-ray of right knee due to bilateral knee pain. Four views of the right knee done standing show small area of high density in the proximal medial tibial sub plateau region which could be sequel of old trauma. Superior patellar enthesophytes seen. No fracture, dislocation or joint space seen. On (B)(6) 2013: patient presented for ¿pa and lateral chest¿ examination. Impression: abnormal chest results consistent with chronic obstructive pulmonary disease(copd) and chronic interstitial pulmonary parenchymal disease. There are no acute chest findings. On (B)(6) 2013: patient presented with severe incapacitating back pain and progressive leg pain, numbness, tingling and weakness. On physical examination: moderate tenderness to palpation in the region of lumbar spine; sensation is diminished in the lower extremities along an l3 and l4 dermatomal pattern. Plain films show post surgical changes and what appears to be a well healed fusion,l4 to sacrum. There is junctional degeneration at the l3-4 level. Impression: post laminectomy syndrome; mild junctional stenosis, l3-4; facet joint arthropathy; lumbar radiculopathy. On (B)(6) 2013: patient was discharged. On (B)(6) 2015 patient presented for an office visit due to lumbar facet injection.

Event description:
It was reported that on :(B)(6) 2007: the patient presented for office visit. Patient underwent ECG examination. On (B)(6) 2007: patient underwent ECG examination. On (B)(6) 2007: the patient presented for office visit. On (B)(6)2007: the patient also underwent x rays of the lumbar spine. Findings: there are l4-5 level decompressive laminectomies, l4-5 and s1 level bilateral pedicle screws and posterior bony spinous fusion. Fusion graft material was still somewhat fragmented. Alignment was normal. There is 5-1 level spondylosis disk degeneration and narrowing. On (B)(6) 2007: patient presented for office visit. Review of systems revealed chronic back pain. On (B)(6) 2007: patient presented for office visit. On (B)(6) 2007: patient underwent x-ray of the cervical spine which shows four and five level incompressible laminectomies, 4-5 and s level bilateral pedicle screws and posterior bony spinous fusions. Fusions graft material is still partially fragmented. Alignment is normal. Minimal spondylosis involves 4-5 and s1 levels. Minimal narrow of the 5-1 disc. The patient also underwent x rays of the lumbar spine. The patient also underwent x rays of the lumbar spine. Findings: there were four and five level decompressible laminectomies, 4-5, and s1 level bilateral pedicle screws and posterior bony spinous fusions. Fusion graft material was still partially fragmented. Alignment was normal. Minimal spondylosis involves 4-5 and s1 levels. There was minimal narrow of the 5-1 disc. On (B)(6) 2007: patient presented for office visit. On (B)(6) 2007, (B)(6) 2008 and (B)(6) 2009: patient presented for office visit. Review of systems revealed chronic back pain. On (B)(6) 2009: the patient presented with cough and pain in the middle of the chest. Impression: chronic airway and chronic interstitial disease of the lungs. No acute disease process or significant interval changes are recognized. On (B)(6) 2009: the patient presented with following preoperative diagnosis: past history of polyps, changing bowel habits. On (B)(6) 2009: the patient underwent ECG. On (B)(6) 2010: the patient presented for office visit. On (B)(6) 2010: patient presented for office visit. Review of systems revealed chronic back pain. On (B)(6) 2010: patient presented for office visit. Review of systems revealed leg bruises, chronic back pain. On (B)(6) 2011: patient presented for office visit. Review of systems revealed chronic back pain. On (B)(6) 2011 the patient underwent CT scan of chest. Impression: severe centrilobular emphysema with components of paraseptal emphysema. On (B)(6) 2011, (B)(6) 2012: patient presented for office visit with chronic back pain. Review of systems revealed chronic low back pain. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2013 the patient underwent x-ray of knee, 4 or more views. Findings: there are metallic pellets projecting in the soft tissues, projected over the lateral aspect of the distal femur and tibia on the left. There is also a focal high density area projected within the proximal tibia on the right. This may reflect dense sclerosis or some type of metallic foreign body. Faint vascular calcifications are seen which suggest mild atherosclerosis. This visualized skeletal structures otherwise appear unremarkable. On (B)(6) 2014: the patient underwent x-rays of the lumbar spine where comparison was made to the study of (B)(6) 2013. Findings: postsurgical changes with a single right sided pedicle screw again demonstrated. There were degenerative changes and multilevel laminectomy. No change in alignment. On (B)(6) 2015: the patient presented for scheduled colonoscopy. On (B)(6) 2015: the patient underwent thyroid ultrasound. On (B)(6) 2015, patient underwent x-ray of chest. Impression: heart size is normal, aorta is ectatic. There is no evidence of failure or pneumonia. Impression: severe emphysema with predominance in the upper lobes. Probable pulmonary fibrosis as well, particularly in the lower lobes.

Event description:
It was reported that on,(B)(6) 2009: the patient underwent x-ray of chest, posterior-anterior and lateral due to cough and pain in the middle of the chest. Impression: chronic airway and chronic interstitial disease of the lungs. No acute disease process or significant interval changes recognized. On (B)(6) 2009: the patient underwent x-ray of chest, anterior-posterior and lateral due to cough. Impression: no active disease. On (B)(6) 2011: impression: stable chronic interstitial lung disease. No acute abnormality demonstrated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2015 patient presented for office visit with chief complaint of hypothyroidism, mng, hypercholesterolemia, htn, back pain. On (B)(6) 2016 patient presented for office visit. On (B)(6) 2016 patient presented for office visit with chief complaint of hypothyroidism, mng, hypercholesterolemia, htn, back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 the patient presented for follow up . Assessment : chronic pain , lumbar radiculopathy , lumbago , lumbar post laminectomy syndrome. On (B)(6) 2016: the patient presented for an office visit with a history of elevated blood pressure. The blood pressure was stable as per the current therapy. Cardio-vascular risk was reviewed. On (B)(6) 2016: the patient underwent CT of thoracic and lumbar spine, unenhanced. The results were compared with the result of CT of chest dated (B)(6) 2015 and x-ray of chest dated (B)(6) 2015. Impression: there has been previous multi-level lumbar laminectomies with posterior fusion. The fusion hardware have been removed with the exception of one screw seen on the right at the first sacral segment; there is mild spinal canal stenosis demonstrated at l4-l5 with mild bilateral nerve root impingement seen at l3-l4; bridging osteophyte is seen along the lower margin of the right sacro-iliac joint; no significant abnormality demonstrated within the thoracic spine; chronic airway disease manifested with emphysematous changes. A 1.2 cm pleural-based mass within the left upper lobe is suspected and should be further evaluated with chest CT. On (B)(6) 2016: the patient underwent CT scan of the chest, contrast enhanced. The results were compared with those of CT of chest dated (B)(6) 2015. Correlation was made with the result of CT thoracic spine without contrast dated (B)(6) 2016. Impression: a new 2.4 cm pleural based mass seen within the left upper lobe. Although this could be an area of pleural thickening, and developing neoplastic process cannot be excluded; chronic airway disease; coronary artery disease; colonic diverticulosis incidentally noted with no signs of diverticulitis. On (B)(6) 2016: the patient presented for pre-op evaluation for surgery. On (B)(6) 2016: the patient underwent CT guided lung biopsy. Impression: CT guided biopsy of left upper lobe lung mass. No immediate complication was reported.

Event description:
It was reported that on (B)(6) 2013: patient presented for follow-up and reported intermittent pain. (B)(6) 2014: the patient presented for follow up of low back, neck pain and medicine refill. (B)(6) 2015, patient underwent procedure for right side facet nerve (medial branch) blocks. Impression: right side medial branch blocks have been carried out in ongoing diagnostic evaluation and elective management of the patient's recurrent back, right hip, right gluteal and right leg pain. An excellent immediate post anesthetic effect was achieved', delayed response to the steroids is pending. (B)(6) 2016: the patient presented for follow up visit for chronic pain complaints, more specifically his lower back pain and lower extremity pain, which is limited to the right hand side. (B)(6) 2016: the patient presented for follow-up visit for chronic pain complaints, more specifically history of lumbar postlaminectomy syndrome with subsequent intermittent radiculopathy.

Event description:
It was reported that on (B)(6) 2016: patient presented with radicular symptoms down the left side of his leg and complains of right knee pain. Patient does have some diffuse tenderness to palpation over the medial joint mildline. Assessment: chronic pain, acute right knee pain, lumbar postlaminectomy syndrome and lumbar radiculopathy.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on, (B)(6) 2013: patient presented with post laminectomy syndrome, junctional stenosis, retained lumbar hardware, lumbar radiculopathy. Operation: removal of posterolateral hardware l4, l5, s1 2) exploration of lumbar fusion. 3) hermilaminectomy l3-4. Per op notes, the lamina of l3 was exposed . The fusion was solid and there was excellent bone formation at l4-5 and l5-1 levels. The hardware was sequentially removed by removing some of the bone mass. The right pedicle screw of s1 was extremely well seated and fixed. Multiple attempts were made to remove the screw but in the course of event screw driver broke. It was left in the position at s1. The facet joint at l3-4 looked quite good and the surgeon felt no need of instrumented fusion at this level.patient tolerated the procedure well. (B)(6) 2013 <(>&<)> (B)(6) 2013 <(>&<)> (B)(6) 2013: patient presented for follow up of his lower back. (B)(6) 2013 <(>&<)> (B)(6) 2013 <(>&<)> (B)(6) 2013 <(>&<)> (B)(6) 2013, (B)(6) 2014 ,(B)(6) 2015 , the patient presented for evaluation of lower back pain and medicine review. The patient had physical examinations. (B)(6) 2014 , the patient presented for follow up of low back , neck pain along with numbness and weakness. Assessment: cervical radiculopathy. (B)(6) 2014, the patient presented for follow up of low back , neck , pain and medicine refill.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.